Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6), 2010.according to the complainant, the patient experienced serious bodily injuries, extreme physical and mental pain, urinary incontinence, erosion of body tissue, additional surgery and other injuries.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.